Event description:
Only one motor stall was noted and it never recovered. After the pump replacement, the patient was doing great and receiving effective therapy.

Event description:
It was reported that, per pump logs, a motor stall occurred on (B)(6) 2014. As of (B)(6) 2014, the stall had not yet recovered. It was noted that the patient was able to hear the alarm. The patient experienced withdrawal-type symptoms, including chills, nausea, and increased pain. The device system was used to deliver dilaudid. Additional information, including the cause of the stall, planned interventions and patient outcome were not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).